Manufacturer narrative:
(B)(4). Batch # p57e7a. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc55 device was returned with the staple height selector loose, left bearing missing with the right present and no reload present. During the visual inspection, the anvil shroud showed three locks broken that support the metal body anvil to shroud causing the easy movement of the metal body, and this condition most likely caused the missing bearing and the staple height selector damaged. Further analysis shows that the anvil was partially detached due to the three anvil posts were damaged as if the anvil was pulled out off the device. In addition, some damages were noted where the doghouse of reload is introduced when joining the device halves this condition is likely due to improper loading. Due to the condition of the device no functional test was performed. Based on the condition of damages observed in the device the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure the staple height selector was not working. The surgery was delayed by 20-minutes. No patient consequences were reported.